Event description:
Towards the end of the (tonsillectomy) operation, the surgeon was utilizing a suction cautery to clear up minor bleeding. The dr noted a change in the way the cautery was working. He asked if the pt was adequately grounded (yes). Soon after this, the dr activated the cautery - a popping noise was heard. The dr saw a flare appeared at the bovie tip (it was currently in the back of the throat under direct visualization). The dr immediately jerked it out of the pt's mouth. No burn was noted to the mouth/throat. Pt was extubated without difficulty. Endo tracheal tube showed no damage (pt was being oxygenated with 100% oxygen due to this being the end of the case).